Event description:
The customer reported that EKG is misreading, the EKG is missing the p wave. There was no patient injury reported.

Manufacturer narrative:
The customer reported that EKG is misreading, the EKG is missing the p wave. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.